Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm when the patient had a ventricular tachycardia (vtach) event. No patient harm was reported. Investigation summary: the alarm was noticed during a review of arrhythmia recall. The device logs were examined by a nihon kohden (nk) engineer. The logs confirmed that the cns detected and alarmed for ventricular tachycardia as show below: the v tachy alarm was sounded on (B)(6) 2021 @14:52. (B)(6) 2021 14:53:38, nkcns-9701, 2046, alarm event end, "bed, gs-gz051, patient, priority crisis msg v tachy, start time, 14:52:49, end time, 14:53:26," it is not possible to determine whether the sound was audible or not. Sound is transmitted from the main unit to the main display via an auxiliary cable. It is important to check to make sure the cable has been seated properly at both ends. Additionally, should the speaker be obstructed, or the sound setting was on low volume, or has been turned off, the user would not be able to hear the audible alarm. This cns was installed on (B)(6) 2018. There was no history of audible alarm issues until (B)(6) 2021. Additionally, there has been no re-occurrence of audio failure.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm when the patient had a ventricular tachycardia (vtach) event. No patient harm was reported. Biomedical engineer sent in the log of alarms for nihon kohden to further investigate the issue.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: telemetry: model #: gz-130p, serial #: 665, device manufacturer data: 01/30/2017, unique identifier (UDI) #: (B)(4).

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) did not alarm when the patient had a ventricular tachycardia (vtach) event. Bme reported that there was no adverse event since the patient was also being monitored on a telemetry device. No patient harm was reported. Biomedical engineer sent in the log of alarms for nihon kohden to further investigate the issue.